Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use. However, it was noted that the stent strut was bent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use. However, it was noted that the stent strut was bent. The procedure was completed with a different device. No patient complications were reported.